Event description:
Reportedly, during the implantation procedure for a pacing-dependent patient, the pacing started as soon as it was connected, as expected. However, no real time egm was displayed on the programmer screen. Rf diodes were on, communication was properly working, and change of patient data were immediately displayed on the programmer screen. Nevertheless, during leads impedance tests, spikes were visible on the surface ECG but no measurement value was displayed. During pacing threshold tests, no egm was displayed on the programmer screen. The pocket was closed and the programmer was turned off and on again. Tests were then performed and displayed normally. Preliminary analysis confirmed the reported behavior.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the implantation procedure for a pacing-dependent patient, the pacing started as soon as it was connected, as expected. However, no real time egm was displayed on the programmer screen. Rf diodes were on, communication was properly working, and change of patient data were immediately displayed on the programmer screen. Nevertheless, during leads impedance tests, spikes were visible on the surface ECG but no measurement value was displayed. During pacing threshold tests, no egm was displayed on the programmer screen. The pocket was closed and the programmer was turned off and on again. Tests were then performed and displayed normally. Preliminary analysis confirmed the reported behavior.